Event description:
Updated summary: as per medical review comments, the customer reported diabetic ketoacidosis (dka) was not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized for diabetic ketoacidosis (dka) and spent three days in the ICU at the hospital. The exact time, date, and blood glucose value at admission are unknown. The event involved product(s) mmt-243a,mmt-1884,mmt-7040a,mmt-332a. Troubleshooting was performed and the customer was using an insulin pump system within 48 hours prior to the event, but the auto mode/smartguard feature was not active at the time. No sensor or ketone test was performed. Insulin was administered via IV drip during hospitalization, which lasted more than 24 hours. The high blood glucose event is no longer occurring, and troubleshooting was declined. The customer was advised to call back if high blood glucose events persist. No further patient complications were reported. No product return was requested for mmt-243a,mmt-1884,mmt-7040a,mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.